Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture and "peri-implant liquid collections." The device remains implanted. Patient reported "burning pain and lateral and upper nodulation."

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient additionally reported "peri-implant liquid collections" were reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unspecified side rupture. The device remains implanted.